Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. No patient symptoms were reported. After device software download, normal function resumed. The patient would continue to be monitored.